Event description:
On 10/07/97 the account reported a discrepant bhcg result of 204 mlu/ml on a pregnant pt, which was run on the axsym analyzer. The pt had been tested for bhcg previously on 09/26/97 and a result of 33,000 mlu/ml had been given. On 10/09/97, the pt's physician questioned the result from 10/7/97. The orignial tube and aliquot tubes were both retested, giving the following results: 50,000 mlu/ml for the aliquot tube and 45,000 mlu/ml for the tube. No further pt info has been provided by the account. According to the account all controls were within range. The account declined service and stated there was no problem with the instrument or the pt sample. It is unk if the sample was checked for bubbles.